Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained the actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that in (B)(6) 2018 customer noticed ¿itching and redness¿ at the sensor insertion site. Customer noted having contact with a healthcare provider and was prescribed locoid cream (hydrocortisone butyrate). No additional treatment was required.

Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product. The reported sensor was returned and investigated. Visual inspection was performed on the returned sensor patch and no issues observed. The sensor plug was properly seated. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that in (B)(6) 2018 customer noticed ¿itching and redness¿ at the sensor insertion site. Customer noted having contact with a healthcare provider and was prescribed locoid cream (hydrocortisone butyrate). No additional treatment was required.